Event description:
It was reported that the customer received a continuous glucose monitor error 42. Issue resolved on its own, and no troubleshooting was needed. There was no adverse impact to the customer's blood glucose level.